Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to this pt's death. First, the pt was hospitalized (cause unk) and expired on 23 july (cause unk). It was reported there were no egm episodes indicating atp was delivered the morning of the pt's death, although other episodes were recorded post-mortem. Also, the physician reported the pt had a series of arrhythmias followed by several shocks. Implant - unk; explant - 2009.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide add'l info once the testing has been completed.